Event description:
The pt reported no stimulation sensation. There was no known accident or incident related to the lack of stimulation. The neurostimulator was reprogrammed. The pt indicated that surgery would eventually be done because "it is still broke, but working with the remaining few leads". Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.